Manufacturer narrative:
Combination product: yes.-

Event description:
Vf alert was confirmed via remote monitoring due to noise. When the device was checked at the hospital, impedance was normal but noise was confirmed by egm. Device and all leads were replaced on 2/13.

Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was found cut 11.5 cm distal to the df4 connector pin into two segments. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The insulation was found rubbed through approximately between 10 and 7 cm proximal to the lead tip and the conductor cable leading to the ring electrode fractured. These damages are assumed to be the root cause of the reported oversensing. Based on the characteristics of these damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Vf alert was confirmed via remote monitoring due to noise. When the device was checked at the hospital, impedance was normal but noise was confirmed by egm. Device and all leads were replaced on 2/13.